Event description:
Information was received that prior to use with a patient, cuff was asymmetric, exceeding criteria of 3:2 ratio.

Manufacturer narrative:
One bivona tracheostomy tube was received for investigation. A visual inspection of the device did not reveal any defects. An inflation test was performed by injecting 16 cc of air into the inflation line using a standard syringe. The cuff measured 12 mm when measured with a standard ruler from the center of the shaft to the smaller side of the cuff. The larger side of the cuff measured 16 mm.  The investigation determined that the device met the manufacturing specification of the 60:40 ratio.